Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported event of driveline power fault alarms; however, it was determined that the controller was unrelated to the cause of the alarm. The system controller underwent testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline power fault alarm was determined to be due to wire fatigue of the modular cable. The reported issue is addressed further under the modular cable investigation. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU, section 7 - ¿alarms and troubleshooting¿, patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot driveline power faults. The IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use, including the power cables. The IFU and patient handbook, sections entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The additional returned system controller was confirmed to be exchanged by the site at the time of driveline fault events as they were not sure if both controllers were contributing to the alarm. Per the site, it was a ¿just in case¿ measure.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The system controller was returned for unknown reason.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.